Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation, the haptic broke off. The rayone trifocal rao603f was explanted and exchanged during the original surgery session. The healthcare facility reports that post-operatively, the patient experienced eye pain and light sensitivity. The device was discarded by the healthcare facility following explantation. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of trapped/ torn lens haptic/ optic during insertion: inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge. Our review of production records for the rayone trifocal rao603f batch: 093224423 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available in this case to establish the cause of haptic damage during iol implantation.

Event description:
Rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone trifocal rao603f. The event description provided states that during iol implantation the haptic broke off, necessitating lens explantation and exchange.